Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. A root cause could not be determined. Multiple follow-up attempts to confirm if the customer regained connection between the transmitter and pump were made by tandem technical support however the customer did not respond. No additional patient or event information was available.